Manufacturer narrative:
Additional information received on (B)(4) 2013 revealed the batch/lot number of the device to be 15461144. Analysis of the returned zero tip retrieval basket revealed that the basket was closed when received. Visual analysis noted several kinks along the working length of the outer sheath, with the silver section of the sheath visibly stretched. There was a torque mark present on the handle cap to indicate the application of the torquing process, and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the basket would not open and the distal end of the sheath would move from side to side. The handle cap was removed; the cap was not tight. The handle cannula extended approximately 4mm from the proximal side of the pinch vise, which does not meet specification. The luer and handle cannula were removed from the handle. The wire sub-assembly was removed from the proximal end of the outer sheath; and moved freely through the sheath during removal. The basket and all basket wires were present and attached, however, they were bent. The wire sub-assembly was bent between the splice and handle cannulas. The sheath sub-assembly working length measured approximately 124.8cm, which exceeds the upper specification limit and the silver section measured approximately 13.3cm, which also exceeds the upper specification limit. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure the basket failed to open and close properly. It is unknown if there was a stone in the basket when the device was unable to open. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure the basket failed to open and close properly. It is unknown if there was a stone in the basket when the device was unable to open. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.